Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead: (B)(4), product type: lead. (B)(4)

Event description:
The patient reported that it was not working. Further follow-up could not be conducted. If additional information is received, a follow-up report will be sent.